Event description:
It was reported that pump displayed malfunction alarm with code malf 0 and fault ID 0x277d, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was provided pump reset instructions, successfully reset pump, and issue was reported as resolved.